Manufacturer narrative:
(B) (4): physio-control is in the process of evaluating the device. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would not complete the boot up cycle on ac or battery power. There was no known pt use associated with the event.